Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the b)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed b)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was keypad anomaly with the customer's insulin pump. It was reported that the act and down arrow had an intermittent response. It was reported that the customer's blood glucose levels were unknown. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The pump was received with intermittent act and down arrow button response due to corroded keypad traces. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.